Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the entire tip of the long bipolar grasper instrument moved when trying to close the jaws. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and installed on an in-house system and driven and exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm); however, the grip tips moved in the opposite direction. This behavior was observed in the yaw direction(s) and presented on three out of three installs, indicating a misalignment of the coordinate frames during the engagement sequence. The instrument was found to have a loose grip cable at the clamping pulley at the proximal end. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The complaint was confirmed by failure analysis. The probable root cause of the motion issues can be caused by something else in the backend such as a broken cable, loose cable, broken input, cracked input, cracked clamping pulley, loose clamping pulley screw, binding of gears or other issues. The probable root cause of the loose grip cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.